Manufacturer narrative:
Concomitant medical products: fr995-23 valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis. It was also reported that the implantable pulse generator (ipg) system was explanted. A left ventricular (lv) epicardial posteriolateral (epi-post lat) lead was inserted and capped, on the same day. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced endocarditis. It was also reported that the implantable pulse generator (ipg) system was explanted. A left ventricular (lv) epicardial posteriolateral (epi-post lat) lead was inserted and capped, on the same day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: fr995-23 valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.